Event description:
It was reported that a lead was explanted due to infection. There is no allegation from a health professional that suggests infection was caused by the lead. The lead will be sent to the manufacture after pathological testing. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.